Manufacturer narrative:
The user started receiving a sensor replacement alert on (B)(6) 2025, on day 34 after insertion. An RMA was issued for the return of the sensor for further investigation. In-house testing of the returned sensor and sensor in vivo data indicated chemical degradation; however, it was still above the threshold value was therefore not expected to be the root cause of the failure. A review of dms data revealed that glucose was blinded for at least an hour due to a communication issue detected by the system's self-checks, and per design, the system triggered the sensor replacement alert. The potential root cause of the communication issue may be related to an internal electronic component of the sensor; however, this could not be reproduced during in-house testing. The user was offered a sensor replacement as a resolution. B4. Date of this report 03 sept 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 03 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.